Event description:
The customer reported that the central nurse's station (cns) was not booting up.

Manufacturer narrative:
Complaint information: on (B)(6) 2020, customer at barnabas health reported cns will not boot on pu-621ra with serial# (B)(6). Investigation summary root cause of the issue was identified to be electronic failure due to defective parts in the unit. Warranty of the device is valid till 01/10/2020. According to the table in quality complaint investigations work instruction, with document ID: sop07-018, the risk priority of the issue is categorized as: medium. The following fields are not applicable (na) to the MDR report: a2 - a6 b2 b6 b7 d4 lot # & expiration date d6 - d7 d9 f10 g6 g8 h7 h9 additional model information: the following field contains no information (ni), as attempts to obtain information were made, but not provided: d11 & c2 concomitant medical products additional information: b4. Date of this report f6. Date user facility/importer became aware of the event f7. Type of report f11. Date report sent to FDA f13. Date report sent to manufacturer g4. Date received by manufacturer g7. Type of report h2. If follow-up, what type? H6. Event problem and evaluation codes h10. Additional manufacturer narrative

Manufacturer narrative:
The customer reported that the central nurse's station (cns) was not booting up. The customer also reported that the unit was stuck at the "cns 6200 please wait" screen after they performed an improper shutdown. Nk ts advised the customer to swap the cns hard drives and install a spare one. No harm or injury was reported. The customer will be sending this unit ion for an exchange. Kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following field contains no information (ni), as attempts to obtain information were made, but not provided: concomitant medical products.

Event description:
The customer reported that the central nurse's station (cns) was not booting up.